Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure a complete se stent was implanted to treat a dissection. Approximately 36 months post the index procedure, the patient suffered instent occlusion in the l-sfa (l-1). Revascularisation was carried out as treatment using non medtronic stent and unknown balloon. Event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.